Event description:
The customer stated that repeatedly reactive architect anti-hbs results of 13.8, 2.53, 2.52 and 2.78 miu/ml were generated for a patient sample (sid (B)(6). The customer suspects the results to be falsely reactive. No impact to patient management was reported.

Manufacturer narrative:
All available patient information was included. Additional patient details are not available. Trending review determined no trend for the issue for the product. Historical complaint review determined no trend in complaint activity for the lot number. Device history record review did not show any potential non-conformances, or deviations. Labeling was reviewed and found to adequately address the issue under review. Worldwide data from abbottlink was reviewed and determined that the patient median result for the lot is comparable with other lots in the field and within established baselines confirming no systemic issue for the lot. The overall specificity for the architect anti-hbs assay (determined by considering result values of = 10.00 miu/ml as reactive) was estimated to be 99.22% at the lower 95% confidence level; therefore, false reactive results may at times occur. Based on the investigation, no deficiency for lot number 41027fn00 was identified.